Event description:
It was reported that a transfer set was cracked and leaked. This event occurred during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the homechoice device received a returned instrument testing evaluation. A visual and microscopic inspection of the device found a crack in the blue main body of the device. Leak testing was performed with no leaks found. Clear-passage testing, clamp-function testing and simulated-use testing were performed with no issues that could have caused or contributed to the reported issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported condition of leak was not verified. There was damage found but the cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.